Manufacturer narrative:
The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc found that there was stress when connecting the high-pressure hose. It was also found that the reported event occurred since the connector which the high-pressure hose was connected to was slightly deformed. The exact cause of the deformation could not be identified, but an external impact might be applied.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the acceptance inspection of repaired uhi-4, it was found that the high-pressure hose could not be connected properly to the co2 supply port. There was no report of patient injury associated with the event.